Event description:
A complaint was received regarding a fast-draining battery while using the adc device. The customer experienced unspecified hypoglycemic symptoms and had a loss of consciousness. A blood glucose test of 20 mg/dl was obtained on an unknown device and the customer was provided an IV and cardiac monitoring for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a fast-draining battery while using the adc device. The customer experienced unspecified hypoglycemic symptoms and had a loss of consciousness. A blood glucose test of 20 mg/dl was obtained on an unknown device and the customer was provided an IV and cardiac monitoring for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was then de-cased and no issues were observed upon visual inspection. A power consumption test was performed on the reader and the result was within specification. Therefore, the issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a fast-draining battery while using the adc device. The customer experienced unspecified hypoglycemic symptoms and had a loss of consciousness. A blood glucose test of 20 mg/dl was obtained on an unknown device and the customer was provided an IV and cardiac monitoring for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.